Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main smart full height drawer 6 was unable to stay closed as expected by the application. After opening the back panel door, it was observed that the drawer was not registering as closed, as indicated by the light activity indicator in the back. A field service engineer powered off the device and removed the entire drawer from the cabinet. Upon further inspection, it was discovered that the latch insert was missing its magnet. The engineer removed the old insert and installed a new one with a more robust magnet. After reinstalling the drawer, diagnostics were performed, and all tests were successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer failed to stay closed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.